Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008 (age and weight is unknown). According to the complainant, approximately one minute into the ablation stage, a fluid loss alarm occurred at 15 cc per minute. A second tenaculum stabilizer was added to maintain the cervical seal. The procedure was completed. Post procedure, the physician notified that the patient suffered a burn on the cervix. The physician described the burn as a blister (degree unknown). The patient was treated with a prescription (unknown).

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; as it was disposed of; therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.